Manufacturer narrative:
.

Event description:
It was reported that noise on the atrial lead had resulted in short instances of automated mode switching. The patient was asymptomatic and the noise could not be reproduced. All other electrical values were normal. The lead remained implanted.